Manufacturer narrative:
Based on the description of the issue and the images shared, the patient appears to have reherniated and the barrier (seal) portion of the device migrated with the herniated material. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
Implantation occurred on (B)(6) 2024 and on (B)(6) 2025, the patient reported experiencing some discomfort. The surgeon reported the device might have "migrated medially" initially. Original implantation images were reviewed, and it appears the barrier was bunched based on the location of the marker. Revision surgery was scheduled for (B)(6) 2025 and the device was removed. Images shared after the revision surgery showed there had been a reherniation and the barrier had migrated out of the disc space.

Manufacturer narrative:
Based on the description of the issue and the images shared, the patient appears to have reherniated and the barrier (seal) portion of the device migrated with the herniated material. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends. Follow up #1: correction to the details previously provided, the mesh (seal) portion of the device did not migrate but was "bunched" and the herniated material went around the mesh. Investigation findings code changed from "migration" to "usage problem identified" due to bunched mesh during delivery.

Event description:
Implantation occurred on (B)(6) 2024, and on (B)(6) 2025, the patient reported experiencing some discomfort. The surgeon reported the device might have "migrated medially" initially. Original implantation images were reviewed, and it appears the barrier was bunched based on the location of the marker. Revision surgery was scheduled for (B)(6) 2025 and the device was removed. Images shared after the revision surgery showed there had been a reherniation and the barrier had migrated out of the disc space. Follow up #1: the full investigation contacted the implanting and removal surgeon and concluded that the implant did not move from the original position, but the hernia went around the device which was "bunched". This was not apparent when reviewing just the images on the initial MDR submission. The extra details from the surgeon interview clarified the status of the implant.